Manufacturer narrative:
Follow up 07-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up information was received on 22-sep-2016 from a consumer via letter in which she holds bayer liable for the damage caused. On (B)(6) 2010 the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime she has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and she is suffering from injury. Follow-up information is expected. Company causality comment: this spontaneous non-medically confirmed legal case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and autoimmune disease. Essure was removed. Pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between pain in pelvis and essure insertion was not specified. Consumer also had fibromyalgia and hernia, which could be alternative explanations for the pain. While a role of essure cannot be definitively excluded, consumer's clinical presentation suggests that the suspect insert was not the primary driver of this event. Event autoimmune disease was assessed as unrelated to essure, considering the pathophysiology of the event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to technical analysis, a product quality detect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Follow up 26-oct-2016: (B)(4) was provided. Despite follow up attempts, no response was received from patient. No new information was provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed legal case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and autoimmune disease. Essure was removed. Pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between pain in pelvis and essure insertion was not specified. Consumer also had fibromyalgia and hernia, which could be alternative explanations for the pain. While a role of essure cannot be definitively excluded, consumer's clinical presentation suggests that the suspect insert was not the primary driver of this event. Event autoimmune disease was assessed as unrelated to essure, considering the pathophysiology of the event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to technical analysis, a product quality detect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. It was a painful placement. On an unspecified date the consumer experienced pain in pelvis female, allergic complaints, pain in fingers, arthralgia, muscle cramps, pain in nerve, tiredness, mood swings, vitamin deficiency, fibromyalgia, and autoimmune disease. She had work-related problems. She contacted a rheumatologist, internist. MRI was performed and showed fibromyalgia. She received medication as treatment. She underwent hernia surgery. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and autoimmune disease. Pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between pain in pelvis and essure insertion was not specified. Consumer also had fibromyalgia and hernia, which could be alternative explanations for the pain. While a role of essure cannot be definitively excluded, consumer's clinical presentation suggests that the suspect insert was not the primary driver of this event. Event autoimmune disease was assessed as unrelated to essure, considering the pathophysiology of the event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. Since she reported work-related problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected.